Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 812 mg/dl at the time of the event. The customer stated that the hospital staff determined that a bent cannula caused the event. The customer uses quick-set infusion sets. The customer declined to perform troubleshooting. Nothing further was reported.